Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 1 was missing. A field service engineer (fse) opened the back panel and inspected it, noting that the led light was on. The fse powered down the station and inspected the bus cable and connections. Then, the fse restarted the station and ran diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 1 was failed and not detected on bus the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.